Event description:
It was reported that patient presented to clinic after receiving inappropriate hv therapy. Post sensed t wave oversensing was noted on ventricular channel. Further review of egms revealed intermittent undersensing. Programming changes were made which resulted in more undersensing. Additional programming changes were made.